Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. The polaris mmg system ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, the equipment is not producing an image. The procedure was cancelled due to this event. No patient complications were reported.